Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) visited the customer site on 22-dec-2019. Yearly maintenance was performed and the measuring cells were replaced. The fse found an issue with the sample probe cover and replaced the sample probe cover. The problem has not re-occurred at the customer site.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result using reagent lot 381547 was 144.0 pg/ml. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated using a different reagent lot and the result was 4.35 pg/ml. A new sample was obtained using the different reagent lot and the initial result was 3.28 pg/ml and the repeat result was 3.08 pg/ml. The low results were believed to be correct. The e601 module serial number was (B)(4).

Manufacturer narrative:
Calibration and qc recovery were acceptable on the date of the event. The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.